Event description:
Upon evaluation of the device by the MFR, it was found that a piece of the needle was burned off. It was initially reported that the device did not burn during the procedure. Another unit was used to complete the procedure. The procedure outcome was fine and pt's condition after procedure was reported as fine.